Event description:
It was reported that the patient was recharging more than expected and the stimulator was not working. The patient stated that at first he was charging once a week but at the time of the report was charging every night and by the next morning his device battery was depleted. The issue started ¿a week and a half ago¿ and the patient had not had any overdischarges. The patient also had not had any falls or trauma. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) wasn't holding a charge. The patient stated it s eemed as if it just randomly turned off. If worked fine and then when he went to "turn it up or down" it said the battery was dying. This occurred after he had already charged and an hour or so had lapsed. It was further reported that a manufacturer's representative (rep) had interrogated his device and told him that one lead wasn't working correctly. The patient had an appointment scheduled for april 1st and wanted the rep. To be there. The rep. Met with the patient on april 1st and noted the patient was charging more than expected; they were re charging every day and the ins wasn't holding a charge. The rep. Was able to do an impedance check but at .25 volts. When an impedance check was done the #3 electrode was out of range; all combinations with 3 were greater than 4000. It was noted that none of the patient's current programs utilized #3. The patient reported not getting the same pain relief and coverage. When looking at the battery section on the clinician programmer to see coupling and duration the following was seen: (B)(6) 2000. Rechargers were one, .6 hours duration of recharge, .1 intervals in days, and 8 as average coupling. The patient reportedly last interrogated about 6 months prior and the number of recharges was 36. The patient claimed to have recharged on the way to the appointment and stated they got to 100% full and saw the sprites. However, when the clinician programmer was used the patient battery level was 75% or 50%. Two interrogations were done at the meeting so the information went back and forth between the first session information and the second session information. The patient was unable to tolerate a group impedance check so it was not done for that reason. No additional electrode impedance checks were done because only #3 was out of range; the other electrode combinations reported to be around 1000 ohms and all normal. The patient was utilizing three programs on one group. Each had a bipole setting. The first program was 1.5 volts, 150 microseconds, and 40 hertz. The second program was 0.6 volts, 180 microseconds, and 40 hertz. The third program was 0.4 volts, 180 microseconds, and 40 hertz. It was noted that the patient usually felt stimulation in their fingers, hand, and going up past the wrist but the patient needed to get it in the elbow area and into the forearm but reprogramming couldn't get that. The patient reported that's where most of the pain was though. The rep. Noted that the patient had a complete system revision in 2012. Prior to the revision the patient was able to get the elbow and forearm coverage, but after the revision they never quite got the area the same way that the previous system did. The patient stated that the implant didn't cut off, it simply didn't get the coverage. However, he knew it was working because if it shut off in the middle of the night the patient's pain scale went up to a 30 on a scale of 10. When the implant was on the pain level was at an eight on a scale of 10. It was noted that no power on reset (por) was seen and the ins was set to a date of (B)(6) 2000. The possibility that the device had undergone a por at some time because the implant battery was showing (B)(6) 2000 at 6:41:09 a.m. Recharge statisti cs were pulled which showed prior to the office visit on (B)(6) the patient had only charged to 3.855 which was on the border of 50-75% which explained why a discrepancy of 50-5% was being displayed on the clinician programmer. No overdischarge events were reported. The patient was last seen by the rep. Around (B)(6) of 2014 for reprogramming and recharging issues. According to the clinician programmer the patient only used the implant 51% of the time. Since the last session 2759 hours and since implant 6481 hours. It appeared that the patient was not telling an accurate story because: indicated if the device was off his pain was unmanageable but the device was only on 51% of the time, indicated the ins was fully charged prior to the visit the day of the office visit but it was only 50-75% full at 3.855 volts, and the patient indicated they recharged every night but statistics showed three sessions from the day of the office visit and three session from two months ago. The statistics also showed 36 recharges from last sessio n to this session. The rep. Later reported that the patient would be scheduled for a revision procedure.

Event description:
The patient later reported that "I think I need to get it tested". The patient was still charging more than expected. It "was where I charged once a week" and now the patient has to charge 3 times a day. The patient's response to when this was noticed was "it's been like 2 months ago". The patient did not have transportation to see his doctor and he was told to find a closer health care provider (hcp).

Event description:
Additional information received reported that the revision had not been scheduled yet.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Note: this information was already submitted in manufacturer report #3004209178-2015-17596.

Event description:
Additional information received from the manufacturer representative reported that the patient had an implantable neurostimulator (ins) and lead revision on (B)(6) 2015, and no other revisions were done. The patient was seen by the manufacturer representative around (B)(6) 2015 and was doing well.